Event description:
It was reported that the right ventricular lead had positioning/fixation difficulties and dislodgement. The lead was attempted and not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The lead was returned with the helix fully extended, blood and tissue on it. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract. The outer insulation was breached cut. Damaged at implant. Full lead returned and analyzed.